Event description:
It was reported that the patient's ipg has reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced. During the procedure, it was discovered the patient's leads had high impedances and therapy was unable to be restored. Further surgical intervention may be pending.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.